Event description:
It was reported that 7 days following implant of a transcatheter aortic valve, an aortic dissection beginning at the distal end of the valve was observed. Subsequently, the patient died. The cause of death was the aortic dissection.

Event description:
Additional information was received that two days after the valve implant procedure, a percutaneous coronary intervention was performed. Four days later, the patient was discharged, and the following day, the patient presented with severe right leg pain and a computed tomography was performed. Annular calcium was noted to have contributed to the injury.

Manufacturer narrative:
Updated Data: A4. B2. B5. Additional Codes. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of D10:  Product ID L-EVOLUTFX-34 (Lot: 0012367906); Product Type: 0195-HEART VALVES; Implant Date NA; Explant Date NA Product ID D-EVOLUTFX-34 (Lot: 0012635378); Product Type: 0195-HEART VALVES; Implant Date NA; Explant Date NA Product ID D-EVOLUTFX-34 (Lot: 0012635378); Product Type: 0195-HEART VALVES; Implant Date NA; Explant Date NA A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.